Manufacturer narrative:
E1 phone number: (B)(6). D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a nurse prepared an arterial blood sampling needle, and after a successful puncture, it was found that the blood did not flow automatically, and when drawn manually, it contained air. The nurse directly replaced the arterial blood collection device and performed a new puncture.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.